Manufacturer narrative:
Use of the padlock clip for tissue closure prior to polyp resection is off-label use and contrary to the information provided in the instructions for use for the padlock clip defect closure system. The event is attributed to loss of tissue compression during off-label use of the device. The padlock clip is designed for tissue closure after polyp resection. A review of past complaints has found no previous reports of device use in this manner. Us endoscopy informed the user facility of the intended use of the device and offered in-service training, however the user facility has declined. No further issues have been reported.

Event description:
The user facility reported a perforation was detected during use of the padlock clip device in a polyp resection procedure. The clip was deployed over a duodenal polyp prior to resection and the polyp was resected above the clip. The tissue separated from the clip, exposing the resection site perforation. Surgical intervention was needed, and the patient has been discharged.